Event description:
The hospital reported that before the endoscopic vein harvesting procedure, the hemopro power supply was plugged in and there was no power output. The green power-on led indicator was not illuminated. They performed all possible trouble shooting and nothing worked. There was no pt involvement. A replacement power supply was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).